Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle sticks occurred. No adverse event reported. Requested return of suspect device and replacement was sent.